Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 457 mg/dl. Customer was treated with manual injection, insulin pump. Customer stated insulin pump had insulin flow blocked alarm and they performed high pressure test and displacement test and it was passed. Infusion set had bent cannula. Customer was not using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.